Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the pacing lead, multiple perforations were noted. The lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.